Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked reservoir tube, stained end cap sticker, loose/shifted end cap sticker and cracked case near display window corners noted during visual inspection. No missing end cap sticker noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack seen at the battery compartment. The blood glucose reading is unknown. Nothing further reported.